Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was canceled and rescheduled. Review of the logfile shows multiple frame losses on the ether cat (geo) network confirming the issue related to ether cat network disturbances caused by a slave device on the bus. It was reported to philips that the generator was busy starting up and x-ray was not possible. Upon troubleshooting, the field service engineer found the equipment operating normally with no active failures, reviewed error logs, and enabled ethernet monitoring. Electrical measurements recorded 7.5¿9 vac between neutral and earth, and grounding to the hospital infrastructure was confirmed. On further troubleshooting, the hospital¿s maintenance team revealed faults in the facility grounding that require corrective action by the hospital. The fse performed functional movement tests which showed no abnormalities, and the system is operating within specification. Continued monitoring is advised following rectification of the grounding issues. No service has been performed by philips. To date, no further information was received. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's geometry movements were intermittently failing. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.